Event description:
During a synfix - lr procedure at (B) (6), the surgeon was using the synfix-lr implant holder to position, the implant and the tip of the implant holder that screws into the implant broke off at the interface of the holder and implant. The surgeon was unable to retrieve the broken piece that was threaded into the implant. The threaded piece and the implant remain in the pt.

Manufacturer narrative:
Lot #, this info was not provided during initial report. Add'l info has been requested. Subject device is an instrument and is not implanted. Investigation could not be concluded, no conclusion could be drawn. No product was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Manufacture date could not be determined without a lot number.